Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year. The event occurred at (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with a bacterial driveline infection from (B)(6) 2014 to (B)(6) 2015 and was treated with unspecified IV antibiotic therapy. The infection was reported to be device related and due to the complexities of medical management. The patient was readmitted from (B)(6) 2015 due to sustained driveline infection. The patient underwent surgical debridement of the driveline exit site and received unspecified antibiotic therapy. No further information was provided.